Event description:
During an orthopedic procedure using a paragon t2 with integrated cable arthrowand, a portion from the tip of the wand detached. It is not known if the fragment remains in the pt. No other info was provided for this report.

Manufacturer narrative:
Pt info, date of procedure, location of the fragment, specific procedure, and pt outcome was requested from the user facility. The user facility will not release any further info. Awaiting the return of the device to complete the investigation.